Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2. H11 since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set cannula kinked event on 25-nov-2024 with two sets. The symptoms of the events were noticed after three or more hours of insertion made at upper arm. This issue led to an increase in blood glucose level. Therefore, treated with correction injection with multiple daily injection. Company do not see bent as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.